Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user was unable to view any patients on the station and also unable to dispense any medications for patients. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user was unable to view any patients on the station. A technical support specialist dialed into the server to verify the area assignment for the medstation. Confirmed that the user was correctly assigned to the appropriate area. Ran the login activities report and verified that the user has been logging into the medstation. Additionally, ran the all-device events report to confirm that users were able to successfully remove medications. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user was unable to view any patients on the station. The customer stated that they were unable to dispense the medication. There were no adverse events or injuries reported based on this event.